Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular arrhythmia episodes in configured collection. The patient recorded ventricle greater than atrial rate for which anti-tachycardia pacing (atp) and shocks were delivered. The rhythm was not converted and the crt-d remains in service. No additional adverse patient effects were reported.